Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the 13x100 mm 6.0 ml bd vacutainer® glass whole blood acd tube 13x100 mm 4.5 ml bd vacutainer® plus plastic pst tube the stopper became totally disengaged and blood spilled "all over the patient's room". There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper pull-out with the incident lot was not observed. Evaluation and testing of the customer samples was performed and no issues were observed with the stopper function as all results met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pull-out with the incident lot was not observed as all samples met the required specifications. The product was found to be in conformance and meet release specifications. CAPA not necessary.